Manufacturer narrative:
No report of patient involvement. The hospital tightened the mounting hardware and remounted the monitor. The monitor was checked by the biomedical engineer to be still functional. The unit was returned to service. No report of patient involvement. The hospital tightened the mounting hardware and remounted the monitor. The monitor was checked by the biomedical engineer to be still functional. The unit was returned to service.

Event description:
The hospital reported the monitor fell to the floor. There is no report of injury.